Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while operating the power wheelchair near a stove and in a confined space. Hoveround's owner's manual warns, "remove obstacles from the travel paths in your home," and "set speed/response control for the environment and your skill level. Set control to minimum if you are a less experienced driver or are in a confined space."

Event description:
End user reports while operating the power wheelchair she drove away from the stove and she spilled a pot of hot water on herself.